Event description:
It was reported that the implantable pulse generator (ipg) would not connect with the remote control despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.